Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Additionally, it was reported that a temperature alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer's blood glucose level was 200 mg/dl.